Event description:
It was reported that during an unruptured pcom aneurysm case the subject coil was deployed as the first coil. The subject coil was unable to maintain its shape and was not framing properly. The physician tried to adjust the subject coil but it got stretched inside the aneurysm. He then decided to remove the subject coil from the catheter but it broke inside the patient. Some of it was in the aneurysm the rest was taken out. The physician replaced it with a new device and completed the procedure with some more coils and stent. Patient's anatomy was moderately tortuous and there was no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During the visual inspection, the coil delivery wire was found to be kinked/bent. The main coil was found to be broken off from the delivery wire. The coil delivery wire was found to be damaged. The main coil was not returned. Functional testing was not performed as the coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The coil delivery wire was found to be kinked/bent, the main coil was found to be broken off from the delivery wire and the coil delivery wire was found to be damaged. An assignable cause of procedural factors will be assigned to the as reported / as analyzed 'main coil broken/fractured during use', as reported 'main coil loss of memory' and 'main coil stretched' as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to as analyzed 'coil delivery wire kinked/bent' and 'coil delivery wire damaged' since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure.

Event description:
It was reported that during an unruptured pcom aneurysm case the subject coil was deployed as the first coil. The subject coil was unable to maintain its shape and was not framing properly. The physician tried to adjust the subject coil but it got stretched inside the aneurysm. He then decided to remove the subject coil from the catheter but it broke inside the patient. Some of it was in the aneurysm the rest was taken out. The physician replaced it with a new device and completed the procedure with some more coils and stent. Patient's anatomy was moderately tortuous and there was no clinical consequences to the patient.